Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. The entire lap-band system was returned. Inamed is unable to determine what is meant by the reported event of "poor performance, defective leak" until additional information is received and the device analysis is completed. Further information from the physician regarding the serial number, implant and explant date has been requested.

Event description:
"Poor performance, defective leak." Unable to verify, clarify or substantiate reported event with physician or hospital at this time.